Manufacturer narrative:
One (1) "used/damaged" 5mm x 32mm l-hook was returned to conmed for evaluation regarding a complaint of "l-hook on lap electrode fell off of shaft into the patient." The device was examined in the laboratory; a visual inspection noted the l-hook tip was completely detached from the electrode shaft, however, the l-hook tip was not returned. The electrode shaft was cut in half to view the weld on the inner wall of the electrode tube. It appeared that the laser weld was incomplete. The root cause is not conclusively determined however, evidence suggests that the l-hook did not fully contact the electrode tube i.e. Axially skewed during the weld operation, resulting in an insufficient weld. Therefore, this complaint is confirmed for the customer report of l-hook fell off of the shaft. An investigation has been initiated to determine if corrective and/or preventative actions are required. The device was manufactured 22-apr-2015. A review of the device history record for this lot found no related discrepancies during the manufacturing process and no non-conformances regarding the product's identity, quality, safety, effectiveness or performance that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there were no other similar complaints received. (B)(4). To date, there have been no patient long term effects reported regarding any of the reported incidents. The IFU states: -remove the protective cap from the end of the instrument. -feed the threaded collar end of the instrument blade onto the nose of the designated conmed suction/irrigation device until the collar makes contact with the nose and then turn clockwise approximately 1/4 turn, until the collar is flush with the wheel. Do not over-tighten. The instrument is removed by reversing the above procedure. -to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip in the covered and locked position during insertion into the trocar. -examine this device prior to use for damage. Do not use if damage is found.

Event description:
As reported by the user facility, during a laparoscopic cholecystectomy on (B)(6) 2016, "the l-hook on lap electrode fell off of shaft into the patient." Follow up communication with the facility representative revealed that "the staff was using the instrument one minute and the next minute they noticed the l-hook was missing. They irrigated the surgical site and the drainage was filtered to see if it was in the irrigation and it was not. No x-ray was taken of the surgical site at the time of the incident. The surgery was completed without delay or further complications and no injury they were aware of at that time. The patient was discharged to home on the same day." There has been no further information received concerning the patient's current status. This report is being filed as a malfunction with the potential for injury with reoccurrence.